Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a moderately calcified artery. A 10mm x 3.50mm wolverine coronary cutting balloon was selected for use. During procedure, at second inflation, it was noted that the balloon ruptured at 10atm. The procedure was completed with another of the same device. No patient complications were reported.